Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of repetitive blank display during purification. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was monitored for several days no blank display noted and no damage was found on the c13 lcd isolation tape noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.